Event description:
A hemodialysis user facility has reported a separation. It has been learned, in speaking with the initial reporting rn, that when the access flow test had been completed, the staff was manually placing the dial back into position for the remainer of the dialysis treatment, when the separation occurred. The patient was restarted on dialysis with use of new lines and completed without further incidence. Reportedly, this event resulted in a minimal loss of blood. Due to most of the blood contained in the lines was able to be returned to this pt. The patient was able to successfully complete their prescribed treatment with the use of new lines. Once that treatment was complete, the patient was discharged to home. No sample was saved for evaluation.